Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine system is not booting up properly. As a troubleshooting fse found that the gpdu (general power distribution unit) not booted fully and checked the led status and reseated the cables and restarted the system. After this the system was returned to use in good working order.

Event description:
It was reported to philips that the system did not start up correctly. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the gpdu did not boot up fully. The fse reseated the cables and restarted the system, and the device was returned to expected functionality.